Manufacturer narrative:
Sorin group deutschland (B)(4) the s5 control panel mrp 150/85. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the mast pump touch screen was unresponsive during a procedure. There was no pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the mast pump touch screen was unresponsive during a procedure. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) received a report that the mast pump touch screen was unresponsive during a procedure. There was no patient injury. The involved touch screen was returned to sorin group (B)(4) for evaluation. Testing of the returned unit confirmed the reported issue and found that it was caused by liquid having penetrated into the touch screen. A CAPA was initiated and a change order has been implemented with corrective actions to address this issue.